Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-9676 was received for investigation. The reamer ar-9676 was received stuck inside the ar-9597-10 batch 37622248. The shoulder of the ar-9676 is sitting flush against ar-9597-10 batch 37622248 sleeve. Because the devices were stuck, it was not possible to measure the ID of the sleeve or od of the reamer. Visual evaluation found multiple dents, and scratches around the hudson connector. The observed condition is most likely the result of overheating during use caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging.

Event description:
On 10/09/2024, it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer, drive shaft was stuck together with an ar-9597-10 angled reamer sleeve, 10° after a case. This was noticed after use, with no patient harm reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.